Event description:
Device issue: did not function as expected - clip. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, bruising, pseudoaneurysm, pulmonary embolism, death. It was reported tha a physician trained in the use of the starclose se device attempted arteriotomy closure of the right femoral artery after a diagnostic procedure. Reportedly, the device did not deploy adequately and it was believed that the clip failed to catch the artery. Manual compression was applied to achieve hemostasis. The patient was discharged; however, a few days later returned to the hospital with bruising that had developed into a false aneurysm. This was compressed, but a few hours later, the patient had a massive pulmonary embolism (pe) and expired. The physician reported that the cause of death was related to the pe which was secondary to a cardiac procedure and bleeding after the failed closer. Although, a copy of the autopsy report was not provided, the report indicated that the cause of death was related to the pe. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.